Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Index procedure was prompted by unstable angina. During the index procedure, four resolute onyx des were implanted in the lcx and lad. The same day elevated cardiac enzymes were observed. Cec adjudicated non-q-wave mi (target vessel), medtronic extended historical peri pci. Cec adjudicated stent thrombosis-no event.

Manufacturer narrative:
Patient is a smoker. The index procedure was also prompted by positive stress test. If information is provided in the future, a supplemental report will be issued.